Event description:
Product malfunction of 8.0 shiley trach with the outer cannula separating from the flange creating a free floating outer cannula. Doctor attempted to reconnect flange to the trach and was unsuccessful. It was noted that the flange the trach was broken off.